Event description:
The customer stated that the clinical chemistry creatine kinase, lot # 52044hw00 is generating quality control results out of range low. Using a different cartridge from the same kit did not resolve the issue. There was no impact to patient management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot # 52044hw00, expiration, october 19, 2007, may cause decreased qc and/or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.